Manufacturer narrative:
(B)(4). The customer evaluated the device. The customer localized the issue to a failed battery.

Event description:
The customer reported the battery was not detected. No pt involvement was reported.